Event description:
It was reported to covidien that a (B)(6) baby at (B)(6) weeks gestation was correctly intubated. Saturations 98%, good heart rate, bilateral air entry, not crying with light sedation. All clinical signs suggest tube correctly positioned but no color change on co2 detector. A second device tried from the same batch with no color change (this report is for the second device). No injury reported.

Manufacturer narrative:
(B)(4) (also reference 1 of 2, 2936999-2013-00658).